Event description:
Unomedical reference number: (B)(4). Event occurred in united states. The patient's mother reported that her daughter was hospitalized for high blood glucose level (over 600 mg/dl) along with nausea and vomiting. The patient had bent cannula issue and her blood glucose level went up so high that she went into diabetes ketoacidosis at night and she was laying down when her blood glucose level went up. She was using insulin pump system within 48 hours of reported event. The patient was hospitalized due diabetic ketoacidosis. The patient was treated with intravenous insulin drip and phosphorus. The patient was hospitalized for 2 days and was still in the hospital. The patient's current blood glucose level was 270 mg/dl. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.